Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device generated an alarm and observed error messages eoa, e08 and eod. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.